Event description:
Infusion device syringe noted to have some volume of tube feeding remaining in the syringe one hour following the start of tube feeding administration. The pump, however, read "volume infused." The patient did not experience any negative outcome.